Event description:
It was reported that the patient was on an airplane and became pre-syncopal with a heart rate of twenty-three beats per minute and the patient was in shock. The plane made an emergency landing. At the hospital, it was reported that the pacemaker had no output and was completely dead. The device is suspected of early battery depletion. The device was explanted and replaced. It was noted that the patient was seen (B)(6) where the estimated device longevity was 20 months till elective replacement indicator (eri) and the patient was scheduled for device change out (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis of the device revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Also, performance data was collected from the device, analyzed, no anomalies were found. (B)(4).